Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a printed circuit board failure caused the defective event. However, a definitive root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the panel of the high flow insufflation unit blinked after selecting normal and small modes. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: full establishment address: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.